Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the lifevest. The patient reported that their doctor advised them to remove the vest until the rash cleared up. The patient reported that they used a cream. The patient's rash did not improve. Follow-up indicated that the patient was wearing the lifevest and the rash had not improved.